Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review, power on self-test and battery testing were performed. During the alarm log review and power on self-testing the f-94 alarm was identified. This alarm was caused by a defective main battery. The main battery was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.